Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file review date: (B)(6) 2016, dated through (B)(6) 2016:  normal power consumption.  Additional notes:  -15 low flow alarms have been logged since (B)(6) 2016. The current low flow alarm limit is set to 3.0 lpm. -1 vad disconnect alarm was logged on (B)(4) on (B)(6) 2016 at 04:11:57. -1 controller power-up and associated pump start event was logged on controller (B)(4), indicating a loss of power to the controller. The controller power-up event was logged at the following times: (B)(6) 2016 at 01:21:50. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Worsening heart failure is a known potential complication of patients with cardiac disease and is included in the instructions for use as a potential complication. The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The IFU and patient manual warns users that disconnecting the driveline from the controller will cause the pump to stop. Users are instructed to reconnect the driveline as soon as possible to restart the pump. This has the potential to cause death or serious injury. Driveline disconnection will result in pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death. The IFU and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Users are directed to confirm correct settings for low flow alarm limit and viscosity. If "low flow" alarm is active then the patient should be evaluated. The low flow alarm is triggered if average flow drops below the low flow alarm threshold. Flow estimation should be used as a trending tool only, as it cannot adapt to changing fluid conditions. Low flow alarms with clinical evidence of inadequate flow rate/hypoperfusion has the potential to cause death or serious injury. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Analysis of the log files revealed low flow alarms, a vad disconnect alarm, and a controller power-up event on the reported event date. There is no evidence to suggest a device malfunction caused or contributed to the reported event. The most likely root cause of the vad disconnect alarm was the patient disconnecting his driveline in the middle of the night as reported. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A vad coordinator reported that a patient was admitted from home when his family reported that he was "acting crazy" and disconnected his driveline from his controller in the middle of the night. On admission, the patient was noted to be delirious and had a fifteen pound weight gain. Log files revealed normal power consumption with low flow alarms with a recorded controller power up and pump start consistent with the reported event. The patient was treated aggressively with an intravenous (IV) bumex infusion with a subsequent diuresis of 2.8l and a nine pound weight loss. Although the patient's delirium resolved within 48 hours of his admission, he became symptomatic with position changed with drastic dampening of his hvad flow changes with these position changes. All diuretics were stopped and the patient's oral intake liberalized and his pump speed was progressively decreased from 2800rpm to 2200rpm. The patient has since become asymptomatic with improved pulsatility with plans to discharge the patient home later in the day with a pump speed of 2400rpm. Of note, the patient was seen by psychiatry while he was an in-patient, but no new medications were introduced or changed. A follow up visit is planned for the following week.